Event description:
This is an adverse event recorded on a (B)(4) as part of the (B)(4). This pt was enrolled with high grade dysplasia. After a secondary focal ablation the pt complained of mild dysphagia, pt was dilated and symptoms resolved. Subsequently pt again complained of dysphagia was dilated and symptoms resolved. Per the physician the severity of this event was mild and relationship of the event to the device procedure was probable and there was no device malfunction.